Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in july 2012 and performed to specification up to the 3rd may 2015. Manual power ups of less than one minute duration were recorded during this time. Multiple manual power ups of ten minutes duration were observed in the device memory between the (B)(4) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.